Event description:
According to the reporter: after suturing the retroperitoneum, the needle was detached from the suture and was returned to a nurse. The nurse noticed the tip of needle was missing, and it could not be found in the pt's cavity and on the floor. New device was opened to complete procedure. There was no bleeding reported in excess of 500cc.

Manufacturer narrative:
(B)(4).